Manufacturer narrative:
The reported field event of failure to power up was confirmed in the laboratory. The device was tested on the bench and it was revealed that original ac power adapter was defective as unit powered on and there were burn marks to the main pcb. The cause of the field event was due to the burn marks.

Event description:
It was reported the merlin transmission failed to power up. There was still no power generated when the patient banged the prongs. The physician tried one last attempt by moving the transmitter to another outlet but still could not get power on. The transmitter was replaced.